Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot #4171723): 1) this batch of products were assembled at intima ii auto line 4 in jul 2024, and packaged at cfs package line in jul 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received, the specific location and status of the indwelling needle defect cannot be identified. 3. The retained sample of this batch is taken for the pull strength test between the extension tubing and the pp connector and 45psi leakage test. The test results are all within the product specifications. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample is received for further examination and analysis, and the specific location and status of the indwelling needle defect cannot be identified,so the root cause of this complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm adapter / connector defective / damaged on (B)(6) 2025, one day postoperatively after a 10-bed labor, a nurse on ward rounds noticed that an intravenous (IV) indwelling needle had broken off and dislodged from the green plastic connector (at the y), and was immediately replaced with a closed IV indwelling needle and reintubated intravenously. No harm was done. Subsequently feedback to the supplier and producer, and instructed to analyze and rectify, to avoid the recurrence of similar problems.